Manufacturer narrative:
H3: analysis of the device found that visually, there was no damage or anomalies in the construction of the device that would have resulted in the reported event. Electrically, the resistance of the tube electrodes from end to end shall be less than 200 ohms and the actual measurements were; red 35.5 ohms, red [w/white band] no reading , blue 45 ohms, and blue [w/white band] 57.3 ohms. There was short between circuits in red [w/white band] line. A review of the global complaint data showed no other similar complaints for this lot number. In the returned condition, there was an out of specification condition that is likely related to the complaint (due to physical damage). This report is being submitted as part of remediation activities associated with CAPA # 643143, which is addressing MDR reporting gu idance from fdas 1995 preamble, which ensures complaints related to corrections and recalls which were previously reported to FDA under 21 cfr 806 are now reported as mdrs; this is not a new malfunction/event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
A healthcare provider (hcp) reported that after intubating the endotracheal tube, when the tube was connected to the patient interface, check mark did not light up during electrode check. The tube fixing position was adjusted by the anesthesiology department, but check mark and x were repeated and unstable, so it was suspected that electrode was defective or the cord was poorly contacted, and the tube was replaced. The cord was disconnected and reconnected several times, but it didn't improve. Investigation is requested. There was 10 minutes delay in the procedure. The procedure was completed with backup products. The tube was intubated into the patient, the electrode was checked. The tube position was also adjusted with the cooperation of the anesthetist. Stim has not been confirmed. Stimulation probe etc. Was not connected. There was no patient impact.

Manufacturer narrative:
D4: unique identifier (UDI) has been updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.